Event description:
The advocate stated, the customer's blood glucose was tested using her contour meter and the reading was 98 mg/dl. The customer appeared to be experiencing a hypoglycemic reaction, so the advocate gave her juice before taking her to the hospital. When the hospital tested in the customer's glucose, they received a glucose reading of 44 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate did not provide any information about whether or not the customer received treatment. The caller did not have the customer's meter or strips with her at the time of the call, so troubleshooting was not possible. Customer service attempted to contact the customer at the phone number provided. The number was for the nursing home were the customer resides. The individual that answered the phone did not know what type of treatment the customer had received at the hospital. No product will be returned.